Manufacturer narrative:
The device was received for evaluation in an opened pouch. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity of seal surface testing between the patient adapter and in-lab titanium adapter were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between a minicap transfer set and titanium adapter; further described as ¿the tube where the transfer set connected below did not appear to be connected tightly¿. This was observed prior to use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.